Event description:
It was reported that the patient had undergone so many bladder surgeries or procedures in the past and had undergone a fusion a few years ago. After the implant of a permanent lead as part of an interstim trial, the patient experienced pain near the lead insertion site, and stated it was hard for her to measure if it was still her residual back pain or the new pain from insertion of lead. The patient also had soreness in her left hip and felt a "pull" when she was in motion. The patient had previously been told to do hot / cold treatments and nsaids. The patient stated that the pain started on (B)(6) 2012 when she woke up with it. It was noted that the permanent lead was placed on the same side of where the pain was. It was not clear if the lead placement was contributing to the pain, however, the patient experienced more localized, sharper pain on (B)(6) that improved some when stimulation was decreased. The patient also stated that stimulation was more than a tapping, but when she turned it up it felt like she had been shocked or electrocuted, and then she turned it down to where you barely feel it. The patient had also experienced an inner shaking or tremor feeling that was not isolated to one particular area of the body, like she had anxiety since the trial leads were placed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient codes : inner shaking or tremor feeling. Concomitant medical products: lead: model 3889-28, lot# va00bes, implanted: (B)(6) 2012, explanted: na.